Event description:
It was reported that during a ptca procedure, the balloon ruptured and a dissection occurred. A small side branch closed down and the pt experienced a modest st elevation. Pt status is listed as "okay".